Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10186. It was reported the pt's pain physician elected to replace an existing lead on (B)(6) 2011 to provide coverage to a specific area. Since then, the pt experienced swelling on the side of her back opposite the ipg that has never subsided. The pt advised that the swelling will decrease when stimulation is turned off. The pt also reported that the swelling and her low back pain have recently increased. The physician performed a CT scan and no anomalies were noted. The physician plans to only remove the ipg as removal of the entire system is not an option at this time due to the pt's anatomy. The manufacturer has attempted to obtain a status update regarding the next course of action for the pt; however , no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.